Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The rv lead was explanted and replaced with alternate rv lead. The patient was stable.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, a complete lead was returned in one piece measuring 58.1 cm. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at 18.2cm to 18.3cm from the connector pin of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.